Event description:
It was reported that the device would reboot on its own. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was confirmed that the system controller pcb was causing the device to continually reset. Physio-control replaced the system controller pcb, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.